Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon investigation, it was noted that the left ventricular lead showed loss of capture and high, out of range pacing impedance. The patient had no reported symptoms. The device was reprogrammed to another vector and is performing as intended. The patient was stable throughout the event.